Manufacturer narrative:
(B)(4). During testing by the product analysis lab, reload set alarm 152 was found and the assignable cause was determined to be damaged volumetric standard right (vsr) transducer tubing. No failure or malfunctions were identified during the device evaluation that could have caused or contributed to the patient passing away. Review of the device's previous service record revealed no issues that may have contributed to the patient passing away. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Review of the returned device logs, which contained data from the most recent therapies performed by the patient, revealed no previous occurrences of a reload set alarm 152. Continued review of the logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume criteria. Troubleshooting of the device revealed a vsr pneumatic pressure leak due to damaged transducer tubing. The transducer tubing was replaced. The device passed both temperature and volumetric accuracy testing. The transducer tubing was replaced. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation, however, the evaluation is not yet completed. Upon completion of the evaluation, a follow-up medwatch will be generated.

Event description:
The baxter technical service representative (tsr) received a call on (B)(6)2010 requesting the homechoice (hc) device be picked up as the patient had expired while connected to the device. The caregiver reported that hp passed away on tuesday, (B)(6)2010. The caregiver said that hp was connected to hc and she found him in the morning. A follow up call was made on (B)(6)2010 to the facility nurse who provided the following additional clinical information: the caregiver indicated she found the patient connected to the homechoice in the morning of (B)(6)2010 and unresponsive. The paramedics were called. Cardiopulmonary resuscitation (CPR) was initiated and the patient was transported to the hospital. The patient was pronounced dead at the hospital by the emergency department physician. The cause of death is unknown. An autopsy was to be performed, however, no results have been received by the facility at this time. The patient has a history of substance abuse. It is unknown if any alarms were noted on the device at the time of death. The nurse indicated that the death is unrelated to the device or dianeal solutions. An on site visit was offered to the facility.